Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited low sensing. The lead was not used and a new lead was implanted. The patient's condition was good.